Event description:
It was reported that six patients had bowel obstruction and/or perforation of the bowel associated with the leads. Additionally, the patients had necrosis. Events required surgical intervention and the patients recovered without sequela. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Correction: initial report is being redacted - initial report should not have been filed as it reported events that were previously reported in manufacturing report numbers: 3004209178200700000 6000033200200955 2950887200802347 2182207200801988 2182207200501110 3004209178200805717.